Manufacturer narrative:
Device expiration date: unknown. The reported lot# 9267472 was not found for the catalog number. Device manufacture date: unknown. Investigation summary: no photo/ sample were returned for investigation. Root cause could not be determined. The complaint will be re-opened and re-investigated if the sample is returned. Investigation conclusion: unable to confirm the customer experience as no photo/ sample was returned for investigation. Root cause description: no photo/ sample were returned for investigation. Root cause could not be determined.

Event description:
It was reported that a safety mechanism failure occurred during use with a needle eclipse 23x1 rb. The following information was provided by the initial reporter, "the safety guard on the needle had broken when the nurse attempted to push the safety guard down over the needle, resulting in the stick. The plastic of the safety guard broke at the base of the needle where the guard hinges with the needle." No medical intervention was reported.